Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111091 - the dentist reported the dental implant's loss of osseointegration. Implant was receiving load since (B)(6). No further information was provided.